Event description:
Revision surgery due to infrction.

Manufacturer narrative:
The agent reported revision surgery for revision due to infection. Complaint has been evaluated and is similar to report number 1644408-2026-00576; unk-surg, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.